Event description:
Pt had cardiac catheterization. A collagen plug was used after the procedure. The pt later experienced an alleged blood clot in the leg that was surgically removed. After an in depth investigation and analysis of the alleged blood clot, it was noted that the substance is part of a collagen seal. Pathology confirmed on 12/7/99.